Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient changed their set together and began to have issues with high blood glucose. The patient's blood glucose at the time of incident was 415 mg/dl. The patient attempted to treat their hyperglycemia with a 9.1 unit bolus delivery. During troubleshooting the caller mentioned multiple air bubbles in the reservoir. The caller also stated that the infusion set cannula was leaning to one side. No further anomalies were noted. The reservoir was not returned for analysis at this time.